Manufacturer narrative:
(B)(4). The actual device and (B)(6) companions samples were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage test were performed with no issues noted. Functional testing was performed, and the devices primed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was not able to be primed. There was no patient involvement. No additional information is available.